Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31773748m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
After atrial fibrillation + atypical flutter ablation procedure with a thermocool smarttouch catheter, the patient experienced cardiac arrest and cardiac tamponade treated with surgery to close the tamponade. The report indicated that after they finish atrial fibrillation + atypical flutter ablation procedure, the patient suffered a cardiac arrest in the recovery room. Am echocardiograph discovered that the patient had cardiac tamponade. The interventional hemodynamics team performed surgery procedure to close the tamponade, and as of two hours after its completion the patient remains hemodynamically stable. After surgery, the patient is stable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
On 25-feb-2026, additional information was received indicating the physician¿s opinion on the cause of this adverse event was that he may have pushed too hard while attempting to advance the thermocool smarttouch (st)f into the coronary sinus; the force indicator did indeed register high. The location of the perforation was next to coronary sinus (cs) (blood extracted was non-oxygenated). The intervention provided fa + atypical flutter. 4. The outcome of the adverse event was that the patient was stable, and presently unknown. One transseptal puncture site was performed during the procedure with abott - brk needle. The number of ablations was 100. Force sensing ablation catheter was used with force visualization features used were graph, dashboard, and vector. The visitag module parameters for stability used were ai 450 anterior and 350 posteriors. No additional filter was used with the visitag. No evidence of steam pop. The flow setting was 30ml/min. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).